Event description:
Customer reported that all of the buttons on the insulin pump, except for the bolus and up arrow button, became unresponsive. He stated that the insulin pump was exposed to body sweat as it was in his pocket and it was hot outside. The blood glucose reading was 91 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No moisture damage was noted inside of the insulin pump. No keypad anomaly could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, a cracked reservoir tube near the reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.